Manufacturer narrative:
Though requested, no additional information has been received. The product has been received for evaluation but has not yet been evaluated. The investigation is ongoing.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately five and half months post implant. Though requested, no additional information has been provided.

Event description:
Additional information provided by the reporter indicates that this event is related to a refractive error, likely caused by the patient¿s history of photorefractive keratectomy (prk) leading to unpredictable iol selection. The original implant procedure was not complicated, but required malyugin pupil stabilizing ring due to an unspecified anomaly of pupillary function. The orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The patient did not notice a decrease in their vision. Five and a half months post implant the lens was explanted and replaced with the same model of lens with a different diopter as a result of anisometropia and mechanical complication of iol during implant. The patient is very happy after iol explant and replacement.

Manufacturer narrative:
This event no longer meets reportability requirements. Additional information provided by the reporter indicates that this event is related to a refractive error, likely caused by the patient¿s history of photorefractive keratectomy (prk) leading to unpredictable iol selection. The lens explant and replacement were performed to address residual refractive error. Refractive error is most commonly due to power calculation and therefore unrelated to the device. The mechanical complication is related to wrong selection of lens diopter by machine. The product evaluation has been completed. One iol was returned in a plastic specimen cup inside a bio-hazard bag. As the original packaging was not returned, the serial and lot number cannot be confirmed. The lens has the appearance of the reported lens. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the lens was in two pieces. The optic had been cut or torn in half. One haptic was attached to each piece of the optic. The delivery device was not returned. The cause of the damage cannot be determined. Functional and diopter testing cannot be performed due to the damage. There have been no similar complaints for this product lot. Review of the device history record (DHR) did not reveal any anomalies. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is biometry error. No corrective action is necessary.